Manufacturer narrative:
At the time of this report the glidescope spectrum smart cable has not been returned for evaluation; however, the customer has confirmed that the smart cable has been shipped to verathon. The device history record (DHR) for serial number (B)(4) was reviewed and no discrepancies were noted. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image would disappear intermittently. The customer confirmed that the procedure was completed, however, it is not known if a back up device was used or if the procedure was completed with this cable. No harm to the patient or user was reported.

Manufacturer narrative:
A verathon technical service representative evaluated the returned spectrum smart cable by connecting it to a test monitor and blade and simulating use. The technician manipulated the cable at the connector and the image produced was clear, with proper color rendition and distinct lines. Since the customer received a replacement smart cable, the returned device was scrapped. No further investigation is required. Verathon will continue to monitor for trends.